Event description:
It was reported that during a routine call to schedule a cardiology appointment with the patient, the patient¿s wife answered the phone call and stated that the patient had passed away on (B)(6) 2025. It was noted that at the last point of contact on (B)(6) 2025, the patient reported more labored breathing: during the day, laying down, with no physical activity, and for sure after physical activity, after eating. Patient was not eating or drinking much and having daily confusion, hallucinations, not sure if it was am or pm. The most recent echo on (B)(6) 2025 however showed stable heart function, but severe tricuspid regurgitation. The most recent remote pacemaker check on (B)(6) 2025 showed normal pacemaker function. Lead trends were stable and there were no ventricular tachycardia (vt) detections. A cause of death was not provided. The patient has a history of permanent atrial fibrillation (af), coronary artery intervention - balloon angioplasty and stent, dyslipidemia, ischemic cardiomyopathy, coronary artery disease, hypertension, cancer requiring chemotherapy, and peripheral edema. The patient is a participant in a clinical study. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).